Event description:
Patient underwent lengthy operative procedure and was placed on a medi-therm 111 hyper/hypothermia - warming blanket. Following procedure patient noted to have what appeared to be a burn on his left buttock. The area had a "waffle" pattern of the heating blanket. The device was evaluated/tested by biomedical department and found to be within manufacturer's recommendations.